Event description:
Information was received indicating that during testing of this smiths medical cadd ms3 pump, the pump exhibited system fault error. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. The investigation found that the device exhibited error code 112 which was determined to be the cause of the system fault. The printed wiring board was replaced. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.